Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal was cracked. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Investigation results: the heartstring iii delivery device was returned to the factory for evaluation; the loading device was not returned. The delivery device showed no signs of clinical usage. There was evidence of blood on the device. The tension spring assembly, anchor tab and the seal were located inside the body of the loading device. The seal was unraveled/cracked along the first and fourth rows from the outer edge and along the fifth row from the center of the seal. The green slide lock was unlocked; the white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).